Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation ("one of those women had a coil near her bowel"). At the time of the report, the medical device removal and device dislocation outcome was unknown. The reporter considered device dislocation and medical device removal to be related to essure. The reporter commented: 'one of those women had a coil near her bowel' and doctor said he was leaving the coil because they simply do not cause problem. ¿concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation ("one of those women had a coil near her bowel"). At the time of the report, the medical device removal and device dislocation outcome was unknown. The reporter considered device dislocation and medical device removal to be related to essure. The reporter commented: 'one of those women had a coil near her bowel' and doctor said he was leaving the coil because they simply do not cause problem. ¿concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.